Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for four patient samples tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). The customer stated that there were about 20 tests remaining in the reagent pack at the time of initial testing. Quality controls were fine prior to initial testing. The erroneous initial results were reported outside of the laboratory and questioned by the doctor around noon. The customer said there were about 4 tests remaining in the reagent pack, so they discarded it and placed a new pack on board the analyzer. The customer performed a lot calibration on the new pack and ran controls which were successful. After this, the samples were repeated using the new pack. The repeat results were believed to be correct. The first sample initially resulted as 1833 pg/ml and repeated as 2783 pg/ml. The second sample, from a (B)(6) year old female patient born on (B)(6), initially resulted as 1389 pg/ml and repeated as 1806 pg/ml. The third sample initially resulted as 2350 pg/ml. The sample was repeated, resulting as > 3000 pg/ml. The sample was repeated again after dilution, resulting as 3202 pg/ml. The fourth sample initially resulted as 2790 pg/ml. The sample was repeated, resulting as > 3000 pg/ml. The sample was repeated again after dilution, resulting as 4555 pg/ml. The patients were not adversely affected. The e411 analyzer serial number was (B)(4). The field service engineer could not determine a cause. He checked for proper rinsing and alignment of the probes and mixer. He ran performance testing and all results were within specifications. The calibration performed on the questionable reagent pack had significantly lower signals for one calibrator level compared to the calibration performed on the pack that was in used to repeat the samples. Controls were significantly lower around the time that the low patient values were measured. Control results were higher after the new pack was calibrated. Based on the provided data, there was most likely an issue with the kit used to initially measure the patient samples. This is supported by the low calibration and control recovery that was observed.